Manufacturer narrative:
Hamilton medical ag comes to the conclusion: root cause: defective ambient valve correction: replace the ambient valve.

Event description:
The following was reported to hamilton medical ag: summary: "release valve defect" message after tightness test.

Event description:
The following was reported to hamilton medical ag: summary: "release valve defect" message after tightness test.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: root cause: defective ambient valve. Correction: replace the ambient valve. Hamilton medical ag complaint number: (B)(4).